Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's flow sensor was replaced to address the issue.

Manufacturer narrative:
The product investigation laboratory (pil) received a trilogy evo system flow sensor with the allegation of failure with generation of an error code e-155 in the event log. Pil was unable to confirm a failure of the flow sensor. Pil ran therapy for approximately 2 hours and the flow sensor operates without issue. Pil then tested the flow sensor on the pil trilogy evo multifunctional test station for flow verification and passed all testing. Pil concluded that the flow sensor operates as designed. The coding grid for this complaint has been updated according to the pil investigation findings.